Manufacturer narrative:
Based on the current information provided, the root causes of the reported post-operative patient deaths cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review could not be performed due to lack of system and procedure details. An isi clinical development engineer reviewed images provided within the article and noted that conclusions on this article based on the images alone cannot be made. A medical review of the event information was conducted by an isi medical safety officer and the following was provided: "based upon the information in the description of events, I am unable to make any determination about the potential cause of death amongst the four (4) patients noted in the study who underwent a robotic-assisted ivor lewis minimally invasive esophagectomy (ramie)." This complaint is being reported due to the following conclusion: within the diseases of the esophagus article titled, ¿end to side circular stapled anastomosis during robotic-assisted ivor lewis minimally invasive esophagectomy (ramie),¿ it is noted that 4 patients expired after undergoing a da vinci-assisted esophagectomy procedure. At the time of this report, the causes of the patient deaths are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications. Note: refer to the medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the two conversions during the thoracic phase within the ramie group, noted in the article. Note: refer to the medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the anastomotic leakages/strictures within the ramie group, noted in the article. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Date of event is blank because the even date is unknown. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
On 03-may-2022, intuitive surgical, inc. (Isi) became aware of a diseases of the esophagus article titled, ¿end to side circular stapled anastomosis during robotic-assisted ivor lewis minimally invasive esophagectomy (ramie)¿ (capovilla, g., hadzijusufovic, e., et al., 2022). Within the journal article, post-operative complications involving a da vinci-assisted surgical procedure were noted. A study was conducted to evaluate the feasibility and safety of surgical technique for performing intrathoracic anastomosis during robot-assisted minimally invasive esophagectomy (ramie). Data was reviewed between january 2016 and april 2021. In the study period, 204 patients underwent ramie and 122 patients were treated by minimally invasive esophagectomy (mie) as a control group. It was reported that after undergoing da vinci-assisted esophagectomy procedures, 21 anastomotic leaks occurred and were present in four of nine patients who died postoperatively. Anastomotic strictures were identified with 24 patients in the ramie group. It is unknown whether additional medical/surgical intervention was administered due to the post-operative complications. Further details regarding the causes of the patients' post-operative deaths are unknown at this time. For two patients within the ramie group, the procedures were converted during the thoracic phase due to inadvertent stapling of the calibration intraluminal bougie during completion of the anastomosis in one case and presence of fibrotic adhesions in the pleural space in the other case. There was no report or allegation from the journal article authors of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the article correspondent.